Event description:
Patient underwent an ascending aortic aneurysm repair. When suturing the graft, extensive blood leaking from the suture area was evidenced. Bleeding was stopped after manual compression at the suture area and after platelets were administered to the patient. A blood transfusion was, however, performed due to the blood loss that occurred during surgery. Graft remained implanted in the patient.

Manufacturer narrative:
No facility number has been assigned to this report. A portion of non-implanted graft was returned to the manufacturer. The returned graft portion appeared to have been roughly cut at the two extremities and was flat on one side. On the external side, some areas appeared whiter than the rest of the specimen and on the internal side, a collagen peel off i.e. Particles of collagen was noted. In no instances, such a product would have passed qc inspection and been qa released. It is, therefore, presumed that the observed collagen peel off could only have been induced by a force that was higher than the product is designed to withstand. Care is required when handling collagen-coated products as is indicated in the product instructions for use. A product coated during the same day than the complaint device was evaluated. The visual examination evidenced no product anomaly and no poor collagen adherence. The graft was handled with care and no pieces of collagen were generated. This product also underwent water permeability testing. Test result was within product specification. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on a reserve sample would tend to indicate that the device was not defective.